Event description:
Our facility has 36 lifepak 20 defibrillators. Over the last few months we have had 5 units with a defective power module printed circuit board that enables the battery to be charged. One of the 5 units has had the circuit board replaced twice. When the units are unplugged to be used, the battery fails. We have noticed that the self-test is not totally reliable. If the power module pc board fails, and the unit remains plugged in to the ac mains power, the unit will pass the self-test and prints "test successful", however, when the unit is unplugged, the battery is depleted and the unit fails. This was discovered when a nurse was ready to use this device and the battery failed. The unit then had to be plugged in to the nearest outlet.the five units which have had failures of the power module pc board are listed in this report. All defibrillators in the facility have had the recall issues involving the batteries, and the software upgrade installed as necessary.